Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
]Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the neurostimulator (ins) was completely shut off by a rep because the battery was overheating. The healthcare provider (hcp) reported that this occurred a year ago but then stated it was 6 months after implant. No further complications were reported/anticipated.